Event description:
The customer stated that she's had two bent cannulas over the past two days, and the insulin pump has not given a no delivery alarm. The customer stated that she would be calling back to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Correction has been made with updated blood a glucose level that was not reported on the initial report.

Event description:
It was reported by the customer that her blood glucose was 446 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.